Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2025 during a robot-assisted surgical rectal resection and ¿the inner tube came off and fell into the surgical field. It was safely removed from the port layer using a robotic arm, so nothing was left inside the body.¿. Per an update on 13feb2025 when the distributor checked the returned item, ¿...we found that the outer tip of the outer tube was missing, which was not in the report.¿. Per an update on 19feb2025 ¿when the distributor's sales representative checked with the hospital, it became likely that the hospital was not aware of the defect. This raised the possibility that the fragments may have remained inside the patient's body.¿. Per further assessment it was found that the port "was used as an assist port for robot and was not used in a piggyback. The hospital also said that the CT scan taken after the surgery did not show any of the chipped fragments inside the patient's body, and that there was no fragment left.". There was no impact or injury to the patient. The procedure was completed with an alternate same device and there was a 10 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An examination of the returned used device ias12-100lpi found that the inner tube did detach from the trocar. A visual examination also found that part of the tip broke off the outer serrated cannula. The broken pieces were not returned for evaluation. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 reports, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2025 during a robot-assisted surgical rectal resection and ¿the inner tube came off and fell into the surgical field. It was safely removed from the port layer using a robotic arm, so nothing was left inside the body.¿ per an update on 19feb2025 when the distributor checked the returned item, ¿we found that the outer tip of the outer tube was missing, which was not in the report.¿ per an update on 19feb2025 ¿when the distributor's sales representative checked with the hospital, it became likely that the hospital was not aware of the defect. This raised the possibility that the fragments may have remained inside the patient's body.¿ per further assessment it was found that the port "was used as an assist port for robot and was not used in a piggyback. The hospital also said that the CT scan taken after the surgery did not show any of the chipped fragments inside the patient's body, and that there was no fragment left.". There was no impact or injury to the patient. The procedure was completed with an alternate same device and there was a 10 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.